Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Follow-up #1: date of submission: 03/17/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: review of the black box data revealed an unexplained power on reset event as well as multiple consecutive 054/052/012 call service alarms recorded on (B)(6) 2017. On investigation the pump and battery cap were intact and without damage. The pump powered on with properly functioning audio tone and vibration; however, the display screen remained blank. The blank display screen prevented further investigation of the alleged complaint.